Event description:
It was reported that a patient death occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. Six months post procedure, the patient was put on single antiplatelet medication. In (B)(6) 2021 it was reported that the patient experienced a hemorrhagic stroke. On (B)(6) 2021, a transesophageal echocardiogram was attempted to be performed, but could not because of respiratory depression due to over sedation. However, a computed tomography (CT) scan was performed which showed no intracardiac thrombus or device related thrombus. On (B)(6) 2021 the patient was suspected of having a cerebral infraction. On (B)(6) 2021 it was reported that the patient had passed away. No additional details are known about the death.